Event description:
It was reported that this device was implanted without complications and the patient released. The post-implant system check was reported as normal. The patient later felt unwell and attended the hospital; however the device was not checked at that time and the patient discharged. While at home, the patient attempted to set up their remote monitoring system but without success and the latitude support then contacted. A home visit was made and an interrogation confirmed the device was in safety mode. The patient was symptomatic with vvi pacing: exhibiting dizziness and coughing. Confirmation was sought from technical services regarding, no ability to program around safety mode setting. The patient and her daughter asked about the safety mode message. It was explained the device checks itself and if it finds a circuit anomaly, it goes into a safety mode operation, so as to provide pacing support, until the unit can be replaced. The patient reported no MRI nor radiation exposure post implant. The patient was scheduled for a replacement, which was completed at a later date and the product received for analysis. Subsequently, the device explanted and returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device confirmed it was operating in safety core and that brady therapy remained available. Review of device memory identified three faults recorded on (B)(6) 2019. The faults resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing. Our quality system was reviewed and this was determined to be a non-patterned issue. We will continue to monitor field reports for similar device behavior.

Event description:
It was reported that this device was implanted without complications and the patient released. The post-implant system check was reported as normal. The patient later felt unwell and attended the hospital; however the device was not checked at that time and the patient discharged. While at home, the patient attempted to set up their remote monitoring system but without success and the latitude support then contacted. A home visit was made and an interrogation confirmed the device was in safety mode. The patient was symptomatic with vvi pacing: exhibiting dizziness and coughing. Confirmation was sought from technical services regarding, no ability to program around safety mode setting. The patient and her daughter asked about the safety mode message. It was explained the device checks itself and if it finds a circuit anomaly, it goes into a safety mode operation, so as to provide pacing support, until the unit can be replaced. The patient reported no MRI nor radiation exposure post implant. The patient was scheduled for a replacement, which was completed at a later date and the product received for analysis.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be updated and a supplemental report completed.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be updated and a supplemental report completed.

Event description:
It was reported that this device was implanted without complications and the patient released. The post-implant system check was reported as normal. The patient later felt unwell and attended the hospital; however the device was not checked at that time and the patient discharged. While at home, the patient attempted to set up their remote monitoring system but without success and the latitude support then contacted. A home visit was made and an interrogation confirmed the device was in safety mode. The patient was symptomatic with vvi pacing: exhibiting dizziness and coughing. Confirmation was sought from technical services regarding, no ability to program around safety mode setting. The patient and her daughter asked about the safety mode message. It was explained the device checks itself and if it finds a circuit anomaly, it goes into a safety mode operation, so as to provide pacing support, until the unit can be replaced. The patient reported no MRI nor radiation exposure post implant. The patient was scheduled for a replacement, which was completed at a later date and the product received for analysis.